Event description:
Same MFR report as 3005188751-2012-00124. It was reported during an atrial fibrillation ablation procedure a cardiac perforation and tamponade occurred. A brk-1 needle and swartz introducer were used for the transseptal puncture. A few minutes following the transseptal puncture, a perforation/cardiac tamponade was noted. At the time an agillis introducer, inquiry optima and non-sjm catheters were in the inferior cava vein. A pericardiocentesis was performed to resolve the perforation. The pt was noted to be in stable condition post procedure. Additional info was requested but is not available.

Manufacturer narrative:
Method - we were unable to evaluate the product involved in this incident since no components of the device were returned for analysis. The device was not returned for evaluation and review of the device history record was not possible as the serial/lot number is unknown. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.